Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Anticipated but not begun.

Event description:
It was reported that the pump unexpectedly shut off. The pump was connected to a power source for 45 minutes however the pump remained off and unresponsive. The customer's blood glucose (bg) level was impacted (500 mg/dl). The customer used an insulin pen to correct elevated bg level. It was indicated that the customer would continue to use insulin pens as alternate therapy until the replacement pump was received.